Event description:
The customer contact reported that there was an operator error in programming the device, which resulted in the pt receiving more medication than intended. At 1841, the pump was programmed to deliver 25000units of heparin in 250ml at a rate of 500ml/hr instead of the ordered dose of 500units/hr (tml/hr). At an unspecified time, the nurse was called to the pt's room because the pump was alarming that the bag was empty. At this time, the physician was notified and a ptt was drawn. The pt was noted to have a hematoma in the groin area with "no active bleeding", but the customer contact stated that it was uncertain if this was related to the reported programming error or the unspecified cardiac catheterization procedure performed earlier. The pt was treated with 50mg of protamine sulfate IV for a "high ptt" and multiple subsequent ptt levels were drawn with unspecified results. The pump continued to be in use until it was removed from clinical svc the next day. There were no reported adverse pt sequelae.